Event description:
A left atrial tachycardia was to be performed. A cs diagnostic catheter, navistar thermocool st (catalog no. D132705 with lot 17553283m),lassonav (catalog d134901 with lot 17532463l) were placed. The latter two catheters were placed transseptally. Carto system 002242 with smartablate g4c-0163 were to be used. Ablation and mapping were not performed. The physician decided to use contrast to view the pulmonary veins on fluoroscopy. In the process, the st. Jude medical swartz transseptal sheath 8.5 french (407451) perforated the left atrial appendage and a cardiac tamponade was the result. A pericardiocentesis was performed and more than 1500cc of blood was removed. The patient's condition did not improve (low blood pressure) and was taken to surgery. The adverse event was discovered before the intended use of the biosense products. The physician's opinion was that the problem was due to perforation of the laa by the st. Jude medical swartz transseptal sheath 8.5 french (407451). It was procedure related. The patient's prognosis is unknown at the current time. Surgery was required. The patient diagnosis was atrial tachycardia. Outcome of the adverse event is unknown. Extended stay is required due to surgery. Patient date of birth is (B)(6) 1950. Patient gender is female. Patient weight is unknown. No other relevant tests were known. The patient was under local anesthesia and could communicate through the case. A transseptal puncture had been done. No ablation occurred. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).